Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The explanted device will not be return. No device malfunction was suspected.